Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal. The event history log showed error 46221 occurred which indicated a defective pwa board. Functional testing was able to replicate the reported issue; the device was found to be over-delivering (+3, 135%). The root cause was determined to be a defective expulsor. The expulsor was sanded; the pwa board and dso seal were also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device flow rate was above the standard. There was unknown patient involvement and unknown patient harm.